Manufacturer narrative:
Following our receipt of the one returned used sensor and performed visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results. In summary, the customer complaint of unexpected sensor alarms was not confirmed. Found sensor electrode with no physical/electrical damage, submerged sensor under different levels of glucose and sensor passed with accurate readings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the differences in the sensor glucose and the blood glucose event. The sensor glucose was 50 mg/dl, and the blood glucose value was 294 mg/dl, which was outside of the acceptable range. The sensor glucose and blood glucose difference is 244 mg/dl. The sensor glucose value that triggered the suspend on low/suspended before the low event was 50 mg/dl, and the low limit in sensor settings was also 80 mg/dl. The blood glucose value associated with the triggered suspended event was 294 mg/dl. The customer reported no adverse event. The event involved product(s) mmt-1884 and mmt-7040ma. Troubleshooting was performed, and the insulin delivery was suspended due to the sensor glucose vs blood glucose event. No harm requiring medical intervention was reported. No product return is required for mmt-1884. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-7040ma was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.